Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 20 mg/dl. Reportedly, customer turned their volume on silent and was unable to hear their alerts. Reportedly, customers daughter had to call paramedics to be transported to the emergency room (ER) where they were treated with baqsimi, and treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.